Event description:
The manufacturer received information alleging a trilogy ev300 ventilator would not turn on intermittently after remediations. There was no harm or injury reported. There was no reported patient involvement. A manufacturer field service engineer has been assigned to the case, but the repair evaluation is still on going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy ev300 ventilator would not turn on intermittently after remediations. There was no harm or injury reported. There was no reported patient involvement. A manufacturer field service engineer was assigned the case, but the evaluation was still on-going. The manufacturer field service engineer completed the device evaluation. There is no documentation stating the specific root cause, but the service engineer replaced the trilogy evo front panel, trilogy evo display ribbon cable, and trilogy evo display/interface printed circuit assembly cable to resolve the issue. Additionally, the previous report was mistakenly marked as complete when it was only an initial report. This report is a follow up final and has been officially marked as complete.